Manufacturer narrative:
(B)(4). When the investigation is completed a follow up report will be sent to the FDA.

Event description:
Philips received a report from a customer that a sedated patient was scanned with the sense body coil for an abdomen examination. After the examination the patient complained of a heating sensation on the right upper thigh where the coil cable had touched the patient skin. The next day the patient returned to the facility with two blisters on the right upper thigh with a size of 5x1cm and 1x1cm.